Manufacturer narrative:
Initial submission failed due to error in zip code. Corrected and resubmitting with correct address. To date, conmed has not received any additional information. The investigation is in progress and a supplemental and final report will be filed upon completion of the complaint investigation.

Event description:
The user facility reported during a colonoscopy using a 000476 snare oval, the loop broke off inside the patient and had to be retrieved with forceps. As reported, the procedure was otherwise completed with no further complications or patient injury reported. No further information is available at this time.